Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that when priming the product during the pre-use check, leakage of medical fluid from the part where the filter and the tube were connected occurred. This event was observed in the two (2) products consecutively some unused ones with the same lot number are also to be returned from the customer for investigation. No patient injury was reported. *no additional information is available for this complaint.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One sample was returned for evaluation of the failure and picture by the customer was provide it. Unit returned was received inside of a plastic bag with the original packaging opened. Visual inspection results: the sample do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. The sample have a gauze wrapped to the tube. Functional testing: the sample was analyzed using a syringe with colored water to detect any leaks: results: during the test, sample present leak between the filter and tube. The complaint is confirmed. Root cause was determined to be lack of solvent by not following the manufacturing procedure. The lot number was manufactured with 13,500 units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08612. The report was submitted in error., corrected data: corrected information provided in h10.